Manufacturer narrative:
A ge service rep performed an on site investigation. The joystick connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system joystick locked up with a motion error. No pt injury was reported.